Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. A review of the electronic records showed that the signal dropped out few times and came back again. The customer replaced the quick combo pads as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through defibrillation pads. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.